Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the prostyle suture broke when pulled taut. The same issue occurred with two additional prostyle devices. The pre-close technique was aborted, and a cut down was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional two prostyle devices referenced are filed under separate medwatch report numbers.